Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure two resolute onyx des were implanted in the mid lad and 3rd obtuse marginal. Approximately 5 days post index procedure the patient died. The investigator reported that the event was not related to the device. Patient died from multiple organ failure, sepsis causing cardiac death.

Manufacturer narrative:
The adverse event term is now sepsis. Patient history includes hyperlipidemia. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient had history of obesity. Cec adjudicated death-non cardiovascular. Cec adjudicated stent thrombosis as no event. If information is provided in the future, a supplemental report will be issued.